Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: revised a right scorpio knee due to tibial loosening and subsidence. He kept the original patella component. He said the patient mentioned it was done approximately 22 years ago.